Manufacturer narrative:
Report not confirmed. Pretesting identified that the temperature was measured to be 136°f. Device was retested and found that the max temperature was 76.2°f and was within specification. However, it was noted that the bearing was corroded. This finding may have contributed to the user¿s experience. It was also noted that the device was noisy, there were worn parts, and the laser markings were faded. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair request escalated to a product event based on reason for return and return in less than 90 days from purchase or repair. On follow-up, no further information can be provided regarding the event and patient impact.